Manufacturer narrative:
Primary surgery had taken place on (B)(6) in 2007 with mom. The patient had suffered from the dislocation of the hip joint and visited the hospital about six months ago. On (B)(6) in 2016, she suffered from the dislocation again. Therefore revision took place on (B)(6) in 2016. The surgeon found black substances on the taper and inside the head. The surgeon replaced the 36mm head and the metal insert with a 32mm ceramic head and a poly liner (+4 10 degrees) respectively. A cup and the stem were not removed. It was not reported whether there was a surgical delay. The patient is now under observation. Conclusion and justification status: the investigation confirmed the presence of discolouration on the head taper surface, but identified no device deficiency or manufacturing defects. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address dislocation.